Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement and tissue injury were unable to be determined. The reported recurrent mr was a cascading event of the reported partial clip movement. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An nt clip was inserted and successfully deployed on the mitral valve. To further reduce mr, another nt clip was inserted, and grasping was performed. However, echocardiography observed a perforation on the posterior leaflet. Therefore, the second clip was repositioned and placed at the location of the perforation. The clip was successfully implanted, reducing mr to a grade of 1. On august 19, 2024, a transesophageal echocardiogram (tee) was performed and showed the axis of the second implanted clip had changed and mr had increased to a grade of 4+.